Manufacturer narrative:
Results: two unlabeled trays and one loose 5ml syringe were received by bd (B)(4). They were reported to be from batch #7001797 (p/n 309703). Each sample was visually evaluated. Tray 1: supplier cavity 9. Multiple pieces of loose brown fm were found inside the tray. The particles appear to be cardboard flakes or dust. Tray 1: supplier cavity 7. Multiple pieces of loose brown fm were found inside the tray. The particles appear to be cardboard flakes or dust. An unknown fiber was also found. Loose syringe: multiple embedded brown particles were found between 2ml and 4ml graduation lines outside of the scale markings. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Results: 2 unlabeled trays and 1 loose 5ml syringe were received by bd (B)(4). They were reported to be from batch #7001797 (p/n 309703). Each sample was visually evaluated. Tray 1: supplier cavity 9. Multiple pieces of loose brown fm were found inside the tray. The particles range from level 1 to level 2 in size. The particles appear to be cardboard flakes or dust. Tray 1: supplier cavity 7. Multiple pieces of loose brown fm were found inside the tray. The particles range from level 1 to level 2 in size. The particles appear to be cardboard flakes or dust. An unknown fiber was also found, size level 3. Loose syringe: multiple embedded brown particles were found between 2ml and 4ml graduation lines outside of the scale markings. This fm is known as overprocessed or burnt plastic. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that yellow foreign matter was observed in the 5 ml bd luer-lok¿ syringe before use. No medical interventions were needed.